Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported customer had experienced three 32100 errors on arm 3. The csr stated that the system was not connected to onsite. The tse explained that the error may continue to occur or it may not happen at all. The tse suggested that if the error becomes persistent, they can disable arm three to continue. The procedure was completed with no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was completed using only 3 arms.

Manufacturer narrative:
Isi did receive the universal surgical manipulator (usm) and performed the failure analysis. The failure analysis performed a visual inspection and found no problem related to reported issue. Checked and verified error 32100 in lighthouse (aperture), then installed on an internal equipment, fixture, or tool (eft) system and powered on. System powered on and faulted with a 32100 error. Further analysis was performed on this usm. The usm was installed onto a patient side cart fixture test platform (pftp) where it failed the ¿sine cycle¿ test. Upon review, error 32100 was present, pointing towards the yaw. The yaw and pitch motor module brake cables were switched, and the test was re-ran, with no issues. As a result of these findings, the probable root cause was determined to the yaw motor module and aca (axes controller, arm).

Event description:
Refer to h11 for follow-up information.